Event description:
Ever since getting mcghan 68-300 smooth round under the muscle saline implants in (B)(6) 2006, I have been diagnosed with chronic asthma, chronic allergies required allergy shots that cost over (B)(6) dollars. I have to use the strongest steroid inhaler plus albuterol inhaler. I had my first asthma attack the year after I got the implants. I did not have asthma or allergies prior to this. I have been in the ER / urgent care drs office routinely for asthma related issue, chest infections, also strange yeast infections of the throat. I've tested positive for strange strep infections of the throat. I suffered from hives, muscle weakness, chronic fatigue that requires stimulate medication. I have been diagnosed with excessive daytime sleepiness, adult adhd, depression, anxiety. I was suicidal, I have hallucinated during panic attacks. I now take anti depression med and adhd med. My brain functions below 25 percent without med. I'm always foggy, my eyesight is getting worse, I will be blind soon. I have been diagnosed with raynauds and the possibly of fibromyalgia. Also heart murmur. I have face cyst that are so bad I have to take doxycycline daily to control it. I also have to take birth control for pocd. I have a rare complication with pregnancy where my body attacks the baby. My platelets drop. My children were born with thrombocytopenia. My daughter almost died. They required ivig to live. My daughter also has learning disabilities and youngest son who I breastfed for 18 months, has delayed speech still at age (B)(6) and that is with intervention since age (B)(6). He also has other behavior issues. I have been diagnosed with gerd. I have to take medication to control it. I had a mammogram a year ago for bloody nipple discharge. After the mammogram, my symptoms began unbearable. Some days I can barely function. Since then I've had green / white nipple discharge and pain. I have also been diagnosed with capsular contracture grade 3. There is more that has happened that could never be fully explained within this text. Everything mentioned above occurred after getting breast implants. I was very healthy prior to implants. A marathon running, personal trainer. The implants have been killing me and I was promise back in 2006 that saline would never harm me. I was lied to. I am having them removed (B)(6) 2020. Full capsule / enbloc. And not by my implanting surgeon. FDA safety report ID # (B)(4).